Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one anvil. One of the retainer legs of the anvil was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of the tubing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open total gastrectomy procedure. The stapler handle was opened and could not be connected with the anvil. During attempts, the esophagus was extended. After another stapler was opened, the anvil head did not rise in the esophagus. The surgeon stopped using the devices and complete the procedure by manual suturing. The surgical time was extended by more than thirty minutes. There was no patient harm. The status of the patient is no problem.